Event description:
Information was received indicating that a smiths medical medfusion® 4000 wireless syringe infusion pump displayed "travel course error and check plunger/plunger lever." The error occurred during priming action at approximately 0.8ml of 60ml syringe and at approximately 0.4ml for 20ml syringe. There were no reported adverse effects.

Manufacturer narrative:
One pump was returned for analysis in good condition. Visual inspection of the pump did not note any external damage. Review of the event log confirmed a travel course, check clutch/plunger lever error in history. It was found that a washer was not installed on the leadscrew in the extrusion and was loose inside the pump. The leadscrew nut was also loose. A washer was installed on the leadscrew and the leadscrew nut was tightened down to factory specifications. Following repair, the pump passed functional and delivery accuracy testing within manufacturing specification. It was concluded that the failure was a result of the customer incorrectly assembling the device per the "parts replacement" section of the medfusion technical service manual.